Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The service representative replaced the network input fuses. The system is operating as intended.

Event description:
The customer reported that the 7700 system was not connecting to the network. No pt injury was reported.